Event description:
A customer reported a cartridge alarm 30 issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. As a result, technical support arranged for a replacement pump to be sent to the customer. The customer was informed about the necessary steps to return the problematic pump and how to set up the replacement pump, including programming settings and connecting their continuous glucose monitor. The customer understood and acknowledged the instructions.